Event description:
The facility representative reported "set it for 80 units and it delivered 83" on a flogard pump during patient use. Chief nursing officer for the facility reported that she "thinks that heparin was the drug involved but she does not know for sure. She also did not know if the heparin was a baxter product, or what the lot number was. She did not know if the patient was a male or a female." Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention has been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be field upon completion of the evaluation, or if additional information becomes available.